Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. Initial reporter - the article was written by n. Prasad, a. Ali, and d. Stanley. This is 3 of 4 reports being filed for the same journal article (reference 1822565-2017-00822 / 00823 / 00824 / 00825).

Event description:
Information was received based on review of a journal article titled, "total elbow arthroplasty for non-rheumatoid patients with a fracture of the distal humerus: a minimum ten-year follow-up" which aimed to treat patients with distal humerus fracture using the coonrad-morrey elbow arthroplasty, manufactured by zimmer. Patients were identified in the article that underwent elbow arthroplasty on an unknown date. Approx 1 patient was identified to have died less than 10 years after surgery and experienced early complications of surgery including a radial neurapraxia. Patient had partially recovered from the neurapraxia. There has been no further information provided.